Manufacturer narrative:
Follow-up #1: date of submission 12/09/14. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings:.evidence of moisture corrosion is only in battery compartment, and on battery cap, other parts of pump don¿t have moisture. Leak test passed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a casing condition/moisture issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.